Manufacturer narrative:
The investigation determined that higher and lower than expected vitros amon results were obtained from vitros liquid performance verifier controls processed using amon lot 1018-0254-2654 on a vitros 5600 integrated system. The assignable cause of the event was determined to be an instrument related issue. The statistical summary of the vitros lpv control results indicates both an accuracy and precision issue using amon slide lot 1018-0254-2654. However, the same amon slide lot and lpv lots are in use on an alternate vitros 5600 system in the laboratory and no performance issues have been observed. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros amon lot 1018-0254-2654. The ortho field engineer performed service actions that included cleaning the microslide incubator, including the evaporation caps, and performing a decontamination. However, the amon quality control results were unacceptable post service. The ortho field engineer will return to the site and replace the incubator evaporation caps with a new set, perform another incubator decontamination and recalibrate the current amon slide lot with a fresh set of calibrator fluids. The planned service actions are expected to resolve the issue. (B)(4)

Event description:
The investigation determined that higher and lower than expected vitros amon results were obtained from vitros liquid performance verifier controls processed using amon lot 1018-0254-2654 on a vitros 5600 integrated system. Vitros lpv2 lot n7698 = 146, 149.1, 153.6, 147.1, 145.1, 148.8, 150.1, 119.4, 269.3, 283.6, 99.5, 265.1, 235.7 versus expected 192.3 umol/l vitros lpv1 lot p8085 = 365.69 versus expected 48.1 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer did not process any amon patient testing as the quality control was unacceptable. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4)